Event description:
It was reported that a trek rx was prepared according to the instructions for use without issues and that during a de novo, moderately tortuous, moderately calcified, marginal artery interventional procedure, a trek rx was advanced without resistance and the balloon was inflated to 8 atmospheres, according to the indeflator register, but with the angiogram only the tip of the balloon filled with contrast and was able to be visualized. The trek rx was pulled negative and appeared deflated by angiogram. The trek rx was removed without resistance or difficulty. Upon removal it was noted that the balloon was still partially inflated. A new trek rx was used to successfully complete the procedure without difficulty. There was no adverse patient effect and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported inflation/deflation issues were confirmed. Based on visual and dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.